Event description:
A malfunction was reported when the customer pulled the cartridge off the pump without the piston being completely down, displaying malfunction code 24. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.